Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check cable" message when the multifunction cable is connected. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical singapore. The customer's report was verified and attributed to the multifunction cable. The multifunction cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.